Event description:
It was reported patient presented to hospital after receiving inappropriate shocks due to lead noise. An increase in pacing lead impedance was also noted. Noise was not reproducible with isometrics. Programming changes made. Patient was scheduled for a lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).